Manufacturer narrative:
The lens was returned in two pieces inside the lens case. A small amount of viscoelastic was observed on the lens pieces. The optic had been cut into two pieces across the center, typical of removal. The lens had a narrow scratch on the anterior surface near one optic/haptic junction. There was a small, cracked area near the central cut, which appeared to be removal damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root caused for the observed damage may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was indicated. The lens had a narrow scratch on the anterior surface near one optic/haptic junction. Damage to the anterior surface may be cause by forceps or a plunger override. The IFU instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The surgeon indicated that they were unsure if the less experienced surgical technician scratched the lens while loading it or if the monarch inserter's plunger was damaged and scratched the lens. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched while being loaded into injector. The surgery was completed on the same day. Additional information has been requested and received stating that the lens was noted to be scratched in the optic after it had been injected into the patient's eye through a company cartridge using the company inserter. In the surgeon¿s opinion, they was unsure if technician's improper loading technique or injector malfunction. Hence they have cut the lens in half and removed it from the eye during initial procedure.